Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during routine pump replacement, it was noted that the catheter attachment to the pump was "corrupted at the suture tie of catheter access port" and was determined to be broken and useable. The catheter was trimmed of approx. 8 cm and a portion of a new proximal section was attached to the new pump. Catheter flow was noted to be excellent during the revision; the pt did not exhibit signs of withdrawal from the hydromorphone 25 mg/ml being delivered by the drug delivery system. The daily dose was decreased by approx one-third by the hcp and the pt was held for observation.